Event description:
A 3.0 mm diameter x 15 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. The vessel morphology is unk. It is unk if the lesion was pre-dilated. It was reported that the endeavor sds was inserted into the pt and at some point, the catheter broke in two. Details are unk after several attempts to obtain add'l info. The pt is fine.

Manufacturer narrative:
Results and conclusions: (lack of info).